Event description:
It was reported, that occlusion alarms occurred. The customer's blood glucose (bg) level subsequently increased. Bg value was not provided. A correction bolus was delivered via the pump to address bg. Reportedly, the customer was using fiasp insulin with the pump. The technical support team informed, customer that fiasp insulin is off-label, per the user guide. Customer changed cartridge and infusion set to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. H3 other text: device not returned.